Event description:
It was reported covidien on (B)(6) 2012 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer reports an l gsv rf ablation was performed on a morbidly obese patient. During the procedure transient pain was noted but subsequently disappeared. Post-op day one: patient complained of pain and returned to the clinic. Exam showed mild erythematous area, significant erythema, swelling and induration of the skin. Ultrasound results showed no signs of dvt. Post-op day seven: patient had significant pain and was admitted to the hospital. Blisters and bullae were noted on her skin. She was started on IV antibiotics and wound care was given. Post-op day eight: patient skin appears to be improving, skin is sloughing off.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.